Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was rebooted during the surgery. A technical support specialist stated that no evidence of the cause of the unexpected shutdown was found in the logs. Power saving settings on the nic were turned off. A system file check was run to detect corrupt files. After monitoring, the issue did not occur. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was rebooted during the surgery. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.